Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the defective power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The customer¿s reported problem was confirmed as the monitor does not power up due to defective/faulty power supply unit. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (osp) was informed by the biomedical engineer at the user facility, that during preparation for use the nurse tried to switch on the olympus system and noticed that the customer high-definition liquid crystal display monitor was unable to power on. The nurse tried changing the power cable and power supply point but was not successful. A spare monitor was used for the scheduled case. No death, injury or harm was reported.